Event description:
It was reported that bd plastipak¿ luer-lok¿ syringes had unsealed packaging. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "product with duplicated packaging label, however, both are partially sealed leaving the syringe exposed."

Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.